Manufacturer narrative:
The device was returned for analysis. Visual inspection showed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. A functional test was performed, and the steering knob and tension control knobs functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and the device was found out of specifications. No open or shorts were found, the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an atrial fibrillation procedure when the intellanav mifi catheter was advanced into the body through a long sheath, it was noticed that the temperature was reading 50 degrees celsius. This was inaccurate as the catheter was dwelling in the left atrium. Troubleshooting efforts included restarting the generator and the remote, and checking the connections and pump flow. Replacing the catheter resolved the issue, and the procedure was completed successfully. No patient complications were reported.